Event description:
It was reported that when a patient presented in clinic after receiving an alert for high, out of range pacing lead impedance. The patient did not receive any adverse consequences. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.